Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bleb lung resection, when surgeon was attempting to fire the reload across lung tissue to resect a bleb, the surgeon was able to close the jaws on the lung tissue and pressed the green fire button but a loud cracking sound was heard when squeezing the handle and the stapler knife and pusher assembly was unable to advance. The device did not fire. The surgeon then pulled back on the black knobs to retract the knife blade assembly and open the jaws. A new handle and reload were used to complete the case. There was no patient injury.